Manufacturer narrative:
A ge representative evaluated the system and could not duplicate problem. System booted normally. Ge representative created several test patients and saved numerous cine subtraction runs and static images with no errors or problems; performed hard drive re-format with no bad sectors or allocation units revealed; reloaded software and tested system. System operated as intended.

Event description:
Customer reported that during an ivc filter procedure, the system froze up and would not fluoro or respond to any workstation keyboard commands. The system was pulled from service and an alternate system was used to complete the procedure. There was no patient injury reported.